Event description:
It was reported that the right ventricular [rv] lead had a spike in the superior vena cava [svc] lead impedance which measured high. It was also noted that the rv lead is potentially fractured and a shock may have been delivered. The device was reprogrammed and the rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.